Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 220 mg/dl. Tandem technical support performed a system check and found that the tubing needed to be changed. After continued occlusions, the customer changed out the cartridge, infusion set and site.